Manufacturer narrative:
Manufacturing site evaluation: manufacturer attempted to get additional information regarding this report. It was indicated by the end-user facility that no such case occurred. The information was provided in error. There is no incident to investigate. No action is required.

Event description:
Country of complaint: (B)(6). Intra operative deformation of screw during fixation. Component involved: sw347t / s4 polyaxial screw 6.5x50mm canulated.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2015. Manufacturing site evaluation: evaluation on-going.